Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion event that occurred earlier. The customer's blood glucose level was recorded at 303 mg/dl due to the issue. To address this, the customer changed the infusion set and cartridge, then resumed insulin delivery.